Manufacturer narrative:
(B)(4): got a ¿real big bump on me,¿/had to stay still. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported having lost a bunch of fluid, got a ¿real big bump on me,¿ and had to stay still and was losing spinal fluid following a spinal cord stimulation (scs) implant. This occurred in (B)(6) 2015. Indication for use included non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.